Event description:
Hcp reported a patient implanted with an ipg was involved in a motor vehicle crash. The patient was hung up by the seat belt during the rollover of the vehicle. The patient experienced seizure-like activity while standing or walking so the patient's spouse turned the unit off. Hcp claims the seizure-like activity only occurs while the device is on, not off. The device remains off. No report of device explantation. A follow-up report will be sent if additional information is rec'd.